Manufacturer narrative:
No device failure was indicated. The device continues to be used for patient treatments. No additional information is available at this time.

Event description:
It was reported that the patient underwent a laser treatment on the face and presented with redness, swelling and fluid discharge on the cheekbone area. There was no report of system errors and nothing out of the ordinary was noticed during treatment. Additional information received march 18, 2016 from the initial reported indicated that patient is 90% recovered and is currently using a cream with a sunscreen to treat the affected area.